Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 crts (B)(4). Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging too frequently. The patient stated that they used to charge every 4 days but now is charging every 2. The patient also stated that they are charging their ins as soon as it suddenly shut off on it's own. The patient stated that they aren't overly active. The patient doesn't think that they made any programing changes since they noticed these changes but they aren't sure. The patient charges until they see the droplet icon. The patient has an appointment on (B)(6) 2017.